Manufacturer narrative:
Device sample evaluation is anticipated, but has not yet been received from a foreign country. A follow up report will be submitted when the evaluation is completed.

Event description:
Baxter reported leakage around twist clamp after 30 days usage. No patient injury was reported or medical intervention as a result of the leak. No additional information is available at this time.